Manufacturer narrative:
Patient demographics (age at time of event, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. The typical cause for this type of event would be the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device requested but not yet received.

Event description:
It was reported that the surgeon was performing an arthroscopic rotator cuff repair and decided to switch to mini-open before the incident occurred. Surgeon had two fibertapes through the cuff already, placed his first swivelock for a speedfix, and attempted to pass the tag suture from the posterior speedfix. The surgeon tried passing the tag suture 15-25x through the supraspinatus with scorpion, wouldn't pass, representative suggested multiple times trying a new needle, and pointed out that surgeon was likely passing needle tip against the army navy retractor or was hitting the acromion. The needle broke-off. Surgeon declined x-ray, and believes the tip is still in the patient and wouldn't be able to find it. Opened a new scorpion needle with the same lot number, suture was passed, and the remainder of the case was completed.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. This is a follow-up submission due to device evaluation. Complaint confirmed. The device met all material specifications as received. The broken needle point condition is consistent with passing the needle through challenging tissue (thick or calcified) or hitting the acromion. The distal end of the nitinol point demonstrated minimal scrape marks, indicating the device was not fired excessively. The buckled needle strip condition is typically caused by the device skiving under thick tissue or distorting distally under the jaw. The typical cause for this type of event would be the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that the surgeon was performing an arthroscopic rotator cuff repair and decided to switch to mini-open before the incident occurred. Surgeon had two fibertapes through the cuff already, placed his first swivelock for a speedfix, and attempted to pass the tag suture from the posterior speedfix. The surgeon tried passing the tag suture 15-25x through the suprasinatus with scorpion, wouldn't pass, representative suggested multiple times trying a new needle, and pointed out that surgeon was likely passing needle tip against the army navy retractor or was hitting the acromion. The needle broke-off. Surgeon declined x-ray, and believes the tip is still in the patient and wouldn't be able to find it. Opened a new scorpion needle with the same lot number, suture was passed, and the remainder of the case was completed.